Event description:
User facility report# 52-0087-1999-0006 states "icp system failed when static electricity discharge occurred from icp cable to CT technician's hand. Immediately, the icp monitor started to continuously alarm and the screen went blank. Second icp monitor displayed catheter zero error. Failed catheter also required replacement." Hospital rep reports event has been attributed to one icp express monitor and a microsensor catheter. This mfg medwatch report is for neuromonitor basic kit which includes microsensor. See mfg medwatch report# 1219655-1999-00203 for icp express unit associated with this event.